Manufacturer narrative:
Correction: h6: eval code result (fdr/annex c) additional codes: img (annex g) component medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to interrogate implantable devices. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to interrogate implantable devices. However, it was determined at analysis that the programmer exhibited autonomous cursor movement. It was noted that the electromagnetic interference repair was not yet done. The touch screen glass was broken. The display was damaged. The hasp latch was broken. It was further noted that lower hinges l+r were worn out. The keyboard front latch and right hinge was broken. The cord bay door was missed. Additionally, it was noted that the cooling fan was noisy and upper case was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.